Manufacturer narrative:
The manufacturer did not received devices or x-rays for review. Where lot number were received for the devices, the device history records were reviewed and found to be conforming. The cause for this specific event canto be ascertained from the information provided. An updated report will be submitted once additional information is received or if the device is returned for investigation and the result becomes available. (B)(4).

Event description:
It has been reported that the pt received a reverse shoulder replacement surgery on (B)(6) 2013, on his right shoulder. This surgery composes the implantation of 2 components: the glenosphere components which are composed of the tm reverse baseplate (ext-tmr-imp-gle) and the tm reverse glenosphere (ext-tmr-imp-hed-gle) with their associated screws (inverse/reverse screw system). Humeral components which are composed of the stem (a.s. Humeral stem), the cup (inverse humeral cup), and the inlay (as inverse humeral pe-inlay 40-0). A day later ((B)(6) 2013), on a post-operative x-ray, the result emphasized the complete detachment of the glenosphere. Hence the pt had to undergo revision surgery on (B)(6) 2013, whereby the surgeon re-assembled the baseplate and the glenosphere but the stem 12, the cup and the in-lay 40-0 where removed and replaced.